Event description:
Customer alleges discrepant results with meter: date: (B)(6) 2012; inratio: 1.0; retest inratio: 5.0. Results done within 5 mins of each other.

Manufacturer narrative:
Investigation pending.